Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, the needle would not retract back into the sheath. The problem occurred inside of the patient. They were able to cauterize and finish the case with this device, even though the needle was out. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The reported complaint was not able to be confirmed. The unit returned by the customer presents a normal extension and retraction of the needle, after actuation of the handle. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The patient's exact weight is unknown. However, it was noted to be (B)(6). (B)(4) relates to (B)(4) for the reported event of needle failing to retract. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, the needle would not retract back into the sheath. The problem occurred inside of the patient. They were able to cauterize and finish the case with this device, even though the needle was out. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.